Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The pt presented with unstable angina. The lesion was located in the left anterior descending (lad) coronary artery. Post-stenting, the maverick2 monorail balloon ruptured at 12 atms on the second inflation. The initial inflation was performed to 10 atms for 10 seconds. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as "good".